Event description:
It was reported that a patient underwent an urology procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep by the surgeon that the needle popped off the suture and was retained in the body. Retrieved by surgeon and confirmed by x-ray, surgeon, and radiologist. The procedure was delayed by ten minutes. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - did the reported issue contribute to any patient adverse consequences? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - please provide the source or name of person providing answers to follow-up questions: additional h11: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 10, action taken when event occurred? --> needle retrieved and verified by x-ray, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> delay, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> x-ray, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6.